Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09nov2018. Philips field service engineer (fse) confirmed the reported issue. Fse determined the blower was not working. And replaced blower motor. The unit passed all performance tests and is ready to be returned to service.

Event description:
Customer reported that the unit alarmed inoperable (in opt). No patient or user harm reported. The event date was not specified; estimate used..

Manufacturer narrative:
Additional information: adverse event or product problem. Report date: 30jan2019. Date rec'd by MFR: 29jan2019. The blower assembly was returned to philips for failure analysis. The blower assembly was tested and no failure was identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.